Manufacturer narrative:
Device indications for use: the instruments are intended to scrape, cut, grasp, hold, remove, or manipulate tissue or structures. They include instrument trays and suction devices designed to evacuate gas, fluid, tissue or other foreign materials. It is the responsibility of the surgical team to select the appropriate instrument for each case. Additional information was requested but not received. The device was being used in a hepatectomy procedure. This procedure is often a lengthy procedure lasting up to six hours. This instrument was used to cauterize throughout the procedure and was cleaned with a soft sterile scraper instead of a sterile cloth. The returned device was evaluated. Visual analysis found evidence of excessive abrasion on the blue coating, likely the result of extensive use of the sterile scraper. Additionally, the teeth tips were visibly warn and slightly bent, likely the result of regular excessive constraint. In conclusion, the root cause has been determined to be the result of use error and improper maintenance of the instrument. The current instructions for use warns ''use extreme care during handling and cleaning of delicate or sharp instruments as injury or damage could occur.''

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and analysis is currently being performed. Attempts were made to obtain required information; however, further information has not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device broke while being cleaned during the procedure. There was no report of impact or injury to the patient.